Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/ approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR report: 1627487-2013-10023. The patient (B)(6) is a participant in a (B)(6) study. The patient's dbs system includes two leads (from the same lot) and two lead extensions (from the same lot). It was reported the patient suffered a worsening of depressive symptoms and was hospitalized for approximately one week for further assessment and respite. There was some improvement of symptoms noted without additional treatment. Additionally, it was reported the event was of moderate severity and considered to possible by device related.